Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade unknown, seroma-late.

Event description:
Patient reported, "I don¿t want replacement. As the risk associated with these implants have played on my mind, since the product recall. And I can¿t bear the thought of having it potentially happen again. It has affected my mental health". Patient later reported, ''it turns out the image on the scan that was suspected of being ruptured, was caused by capsular contraction". This is for the left side device. "Trace fluid within an implant fold at 3 o'clock, 7cm from nipple", found via ultrasound. The device has been explanted.